Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.

Event description:
It was reported that the core impaction drill leaked an oil-like substance during a case. There were no patient or user injuries, and no adverse consequences.